Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0209550893, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was an out of range electrode which was suggesting an open circuit. The health care provider noticed the out of range electrode while programming. It was unknown which electrode it was, but it was noted that it was not an electrode used in the patient's programming and was inactive. No surgical intervention had occurred or was planned. The patient was receiving effective therapy and there was no plan to use the out of range electrode.